Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the debris under light guide cover glass could not be determined whereas it is presumed that the all other reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had bents and dents on distal end, loose adapter, vertical lines on image, debris under the light guide cover glass, and failed light transmission. There was no patient involvement.